Manufacturer narrative:
The dongle for the imaging system was returned to the manufacturer for analysis. The dongle was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The rear breakout panel for the imaging system was returned to the manufacturer for evaluation. Testing found that the dongle screws were missing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the screws securing the dongle were broken. The reported broken screws were replaced securing the dongle in place. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the dongle on the mobile view station (mvs) would not stay in place. This issue happened outside of a procedure. No additional information was provided.